Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer experienced a blood glucose (bg) level of 400mg/dl and small traces of ketones. The customer administered a manual injection to address the bg levels. The customer was not able to clear the altitude alarm during troubleshooting with tandem technical support. It was reported that the customer would use manual injections for insulin therapy.